Manufacturer narrative:
The field service engineer (fse) did not find a cause for the issue. The fse replaced the reagent cassette and replaced the sample probe due to gel residue on the tip. The customer has had no further issues since the service visit. The investigation, including trend analysis, did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for creatinine jaffe gen. 2 (crej2) on a cobas 6000 c (501) module. The initial result was 2.91 mg/dl with a data flag. This result was reported outside of the laboratory where the doctor questioned it as the patient had a normal bun result. The repeat results were 0.68 mg/dl with a data flag and 0.63 mg/dl with a data flag. The repeat results were believed to be correct and correspond to the normal bun result. The crej2 reagent lot number was 47624401 with an expiration date of 31-jan-2022.